Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the orthopedic journal of sports medicine titled ¿outcomes of double-row rotator cuff repair using a novel all-suture soft anchor medial row¿. The study reviewed one hundred seventy-nine (179) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had rotator cuff lesions resulting a revision procedure during the twenty-four (24) month follow-up period. Ref: loeb, a. E., et al. (2023). "Outcomes of double-row rotator cuff repair using a novel all-suture soft anchor medial row." Orthop j sports med 11(8): 23259671231192134.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.